Event description:
It was reported that when using the bd pyxis medstation system, the door failed repeatedly, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple doors constantly failed during usage of the auxiliary double tower at the station. A field service engineer found that some doors were intermittently unresponsive to signals. To address the problem, the engineer serviced all cables, connections, and latch harnesses. The system functioned as intended after the field service engineer troubleshooted the device.